Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set needle came out of the body in the middle of the night on (B)(6) 2026 which led to high blood glucose. Additionally, patient had symptoms like polydipsia.